Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, white particles in the shell, delamination on plug strap and opening on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on posterior, striated opening on anterior, puncture opening on anterior, non-penetrating nicks and delamination of plug strap (>75% total separation). A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening. Striated opening assessed as surgical damage. Punctured assessed as surgical damage like. A delamination total of the plug strap (cohesive failure).

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. Device has been explanted.

Event description:
The device has been explanted.